Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion ,prime , no delivery and motor tests. No motor error alarm noted. The device had intermittent button response due to moisture damage on keypad traces. Unit had cracked display window corner, cracked lcd window,scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not performed. The device was returned for analysis.